Manufacturer narrative:
A bench repair form was sent to the customer, but the device has not yet been received for evaluation and repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the spo2 readings are inaccurate as compared to other device readings and patient assessments. Readings are off as much as 10 points. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
The customer is using fast technology. The readings would be a high value and a low value. No diagnostic/functional testing was performed as the device has not been returned for evaluation/repair. The customer was advised to return the device to bench repair. However this device has not been received by the philips authorized repair facility for evaluation, so further investigation is not possible, and the issue is not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.